Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. (B)(4) 2531779-03/24/2010/003-r.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A rewind, load, and prime sequence was performed successfully. The pump was loaded to five pounds and the pump passed the calibration test.

Event description:
On (B)(6), 2011, the lay-user/patient contacted animas and reported a low prime volume issue. The animas representative involved in this contact concluded that insulin was being pushed through during the load step but not enough to reach the end of the tubing since the prime volume was only 5 visible drops. There is no evidence that the reported issue contributed to an injury.